Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report the patient receiver continuously vibrates on (B)(6) 2015. Patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Based on external visual inspection, there were no observations related to the customer complaint. The receiver failed global receiver functional testing . A review of the receiver data log found a hardware error code. Additionally, a "screen error alarm" was observed in the log. The customer complaint was confirmed. The root cause was determined to be a hardware component failure. This complaint was deemed reportable upon completion of device evaluation on 03/25/2015.